Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported by the rep that during the procedure, the surgeon noticed the trocar was leaking. After inspection, the outer gasket was found to be torn. In addition, the surgeon noticed that the plastic base around the outer gasket was loose. Neither surgeon had never seen such a loose piece in the trocar. There was no consequence to the patient.